Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a rod bender disassembled during surgery. The procedure was completed without needing to use an alternative instrument. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: na. Additional information: method, results, and conclusions - the returned rod bender was evaluated. The device was found to be disassembled. There was wear found on the screw component that is consistent with wear from repetitive usage or high strength applications and caused the disassembly. The DHR was reviewed; there were no indications of manufacturing issues found that would have contributed to this event.

Event description:
It was reported that a rod bender disassembled during surgery. The procedure was completed without needing to use an alternative instrument. There were no reported patient impacts associated with this event.